Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the screw's head broke off. The screw was able to be retrieved from the patient.